Event description:
It was reported by the patient's physician that a system diagnostic test revealed a high impedance. The physician tried to lower the patient's output current from 3.25 ma to 2.5 ma, but the high impedance was still detected. The patient had last seen the physician in (B)(6) 2011 and (B)(6) 2011, where diagnostic testings were within normal limits. Furthermore, the patient's previous generator had registered within normal limit results on (B)(6) 2010, the last known information for that generator. The patient was currently doing well and did not have any trauma or manipulation. X-rays were to be taken. Attempts for further information to date have been unsuccessful. A revision surgery in the future is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
On (B)(6) 2016 it was reported that the patient previously had high impedance and was programmed off at that time. The patient has been seizure free and now wants the device removed. System diagnostics were performed on (B)(6) 2016 and high impedance was still seen so the device was left disabled and the patient will be explanted. Although surgery is likely, it has not occurred to date.